Event description:
Product complication: none time of complication: during the procedure start date was in 2006 and the stop date was 3 days later symptoms: upper respiratory infection, shortness of breath. It was reported that upon arrival at the cath lab, the pt was diagnosed with an upper respiratory tract infection, which exacerbated his chronic obstructive pulmonary disease (copd). The pt was treated prior to beginning the carotid procedure with the first dose of medication. Antibiotic and respiratory therapy was continued throughtout hosp. And discharge. The pt returned to the hosp four days post procedure and readmitted to the hosital with worsening shortness of breath and a cough. The e.r. Diagnosis was obstructive bronchitis. During this second hosp. The pt. Reportedly experienced hypotension. The condition was not pre-existing and was felt to be device realted. The action/treamtment given was vosopressors and dopamine. The pt's hypotension outcome was resolved after 3 days. Advanced life support (als) is ongoing at this stage. No additional information was available.